Event description:
During procedure for radio frequency nerve ablations, the probe was inserted in the cannula placed in the pt. The rf generator was then powered to ablate. At this time, the rf generator indicated a fault with either the extension cable, adapter, cable 1 probe or connections. By process of elimination, it was determined that the rf probe was defective. A new probe was acquired and the procedure continued without further incident or delay. No pt injury.